Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate anti-tachycardia pacing and high voltage therapy due to oversensing of noise. Programming changes were recommended. The patient was discharged by his physician and follow-up will continue.